Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window and scratched case. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had received power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power error detected alarm. The customer states the power error detected recurred within a week of troubleshooting previous occurrence. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.